Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer received motor error alarms and no delivery alarms. Customer's blood glucose was 481 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to prime. Alarm history showed two motor error alarms and no motor position encoder error alarm. Customer was not able to complete troubleshooting for no delivery alarm due to set change. Customer was advised that insulin pump would need to be replaced.